Manufacturer narrative:
(B)(4).

Event description:
The pt experienced blistering on his skin around his implantable neurostimulator (ins) site. The ins was explanted and replaced. The ins pocket fully healed and no further redness or blistering was present. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.